Manufacturer narrative:
(B)(4).

Event description:
On 17jun2020 a letter was received from the FDA with mw#5094802. An eye care provider (ecp) reported a ¿patient (pt) slept in contact lenses and other poor hygiene habits and developed a sever corneal ulcer causing permanent and significant vision loss.¿ the suspect product is reported as acuvue® oasys® brand contact lenses. The date of event is (B)(6) 2019. The affected eye was not provided. The suspect lot number was not provided. It is unknown if the suspect product is available for return for evaluation. No contact name or telephone number was provided. Unable to follow-up for additional medical or product information. No additional medical information was provided. No additional medical information is expected. If any further relevant information is received, a supplemental report will be filed.